Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced occlusions but not alarming. The tube has been found twisted or a clamp was not removed, and the pumps either do not deliver at all or drastically under deliver. The problem was found during delivery at the intensive care unit department. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.